Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: imd49jb implantable pacing lead (B)(6) 1995. (B)(4).

Event description:
It was reported that the device reached recommended replacement time (rrt) and there was possible early battery depletion. Also, the right ventricular (rv) lead had a high threshold, loss of capture and low impedance. The right atrial (ra) lead was unable to capture through the analyzer, the impedance was below 200 ohms and the lead would not sense more than 0.3 millivolt p-waves. The device was explanted and replaced. Both of the leads were capped and replaced. No patient complications have been reported as a result of this event.